Event description:
It was reported that a request was made to review oversensing on the right atrial (ra) channel of this cardiac resynchronization therapy pacemaker (crt-p) system. Upon review, it was found that this right ventricular (rv) lead exhibited myopotential noise during an atr episode. Further patient evaluation was recommended. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).